Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A fuse was replaced in the monitor and the voltage in the input transformer was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the monitors of the 7700 system would not turn on. No patient injury was reported.